Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 504mg/dl with nausea, headache, and lightheadedness associated with a loss of prime issue. The patient reportedly self-treated with an insulin injection and remained on the pump. Troubleshooting indicated that the loss of prime had occurred twice and was associated with a sudden change in force or temperature. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings:a review of the black box indicated data starting on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current pump histories did not find any ¿loss of prime¿ warnings. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The keypad buttons were unresponsive associated with moisture damage and additional testing for the complaint could not be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.